Manufacturer narrative:
Sample not returned to hollister so testing and evaluation could not be conducted. The lot number was not provided so a DHR review was not possible. Weight not provided so an estimate was used. A trend analysis was conducted for this product and no adverse trends observed. The root cause of the contact dermatitis cannot be determined.

Event description:
An end user reported that she started using the hollister 9780 drain tube attachment device to secure her j pouch tubing to her body about 4 months. She started to experience blisters and a rash under the tape portion of the device about three months ago which has now spread to under the entire device, her legs, between fingers, arms, face. The gp and dermatologist have prescribed many medications to address the skin issue with little success. The dermatologist stated that she had severe contact dermatitis and that her body had a sympathetic reaction and she now has eczema.